Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was used for pre-dilatation. However, upon inflation, the balloon rupture occurred. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.